Event description:
During an incident in another country on an unkown date involving a neonate in the emergency department at a hospital , the intensivist using this infant laerdal silicone resuscitator (lsr) had difficulty getting sufficient air into the baby. They put the resuscitator aside and used another lsr with no problem.

Manufacturer narrative:
The resuscitator was returned to laerdal medical as for evaluation, and it was found that the resuscitator was a laerdal silicone resuscitator (lsr) from 1995 with a reservoir valve dated 1996, but the valve and lip membranes were not made by laerdal and did not fit properly in the patient valve. This lead to leakage in the patient valve as well as causing the pop-off valve to function inadequately.